Manufacturer narrative:
On 09 february 2016, it was prepared a final report with the information already submitted in the initial report. On 10 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional details received on (B)(6) 2015: the patient had a poor condition, after the primary surgery; a few days after, the patient had an infection, the surgeon performed a wash out without solving completely the problem. After that the surgeon performed the revision surgery. Explants are not available. On (B)(6) 2015 the medical affairs director made the following comment while reviewing the x-ray: early infection on a patient in poor general condition. No reason to suspect that the problem is product related. Infections are a known possible complication of depp surgery. Batch review performed on (B)(6) 2015: lot 151858: (B)(4) manufactured and released on (B)(4) 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 32 size l code (B)(4) lot. 114025 ((B)(4)): (B)(4) manufactured and released on (B)(4) 2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any similar reported event. Flat edge full pe cemented cup ø 32 / # 56 code (B)(4)lot. 111680 (not cleared nor marketed in the USA): (B)(4) manufactured and released on (B)(4)2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any similar reported event.

Event description:
Hip revision on (B)(6) 2015 because of infection: (B)(6). All implants have been removed.